Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including thrombosis. The following additional information was received per the patient¿s implant records, the patient had a history of hypercoagulable state, breakthrough pulmonary emboli on coumadin therapy. The trapease filter was placed into the infrarenal inferior vena cava. The patient tolerated the procedure well without complication. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and six months post implantation. The patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient further reports living with the anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious surgery; living with the fear that the filter is thrombosed and that the thrombosis extends into the common iliac veins requiring additional treatment and monitoring.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: unk 5f dilator, unk 5f catheter, unk guidewire complaint conclusion: as reported, the patient underwent placement of the trapeease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of hypercoagulable state, breakthrough pulmonary emboli on coumadin therapy. The trapease filter was placed into the infrarenal inferior vena cava. The patient tolerated the procedure well without complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including thrombosis. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient further reports living with the anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including thrombosis.